Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. In one occurrence, it was reported that the customer's blood glucose (bg) level was 318 (mg/dl), which was addressed with a correction bolus. It was confirmed that the customer has manual injections as alternate insulin therapy.